Manufacturer narrative:
Model number/catalog number:sc-2352-70, serial number: (B)(4), batch/lot number: 17490452, model/catalog description:linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.